Manufacturer narrative:
Updated: d9- device returned to manufacturer/ date returned to manufacturer h3-device evaluated by manufacturer h6-type of investigation (b) and investigation conclusions (d).

Event description:
The customer reported that, "the item was found to be faulty during use on a patient. The item fell apart while being inserted into the patient".

Manufacturer narrative:
The customer reported that, "the item was found to be faulty during use on a patient. The item fell apart while being inserted into the patient". There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.